Event description:
Reporter indicated that pt had passed away. Cause of death is unk an this time as no response has been received to manufacturer's requested for additional informtion from treating physician. There is no evidence at this time that the ncp system caused or contributed to the reported event.